Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision on (B)(6) 2008 due to a red wound and infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on an unknown date. A further revision procedure has been indicated due to pain; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction."